Event description:
2025-mar-28 mpxr (B)(6) (rep, hcp): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative infection.  There were no further complications reported regarding the event. (B)(6) 2025, update received (email, rep): a 57-year-old female patient underwent posterior lumbar surgery on (B)(6) 2024. She was readmitted to the hospital from (B)(6) 2024, for reoperation and complex closure of a lumbar wound due to pain and drainage from the surgical site. The patient did not have a fever, but her wbc was elevated at 11.0 on (B)(6) 2024. During reoperation on (B)(6) 2024, the spinal wounds were open, and fluid was leaking onto the surgical dressings. No purulent material was found, but a red seroma-type fluid was sent for culture. Cultures revealed staphylococcus epidermidis, with no fungal growth. The patient was treated with antibiotics, including unasyn and daptomycin, from (B)(6) 2024. The procedure involved a combination of plastic surgery for complex wound closure with vacuum-assisted pressure dressing, irrigation, debridement, and culture aspiration sample. No tissue was explanted, and pre-implant cultures were not performed. All three organism types (aerobic, anaerobic, and fungi) were cultured. As of (B)(6) 2024, the patient was discharged home in stable condition with home health care. Imaging studies from the index p rocedure date are available, but none are available post-surgery around the time of infection. (B)(6) 2025, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.

Manufacturer narrative:
H10: this is a duplicate report of MDR report #3005075696-2025-00275. H3: no conclusion can be drawn. Evaluation couldn't perform as the device was not returned for evaluation. If the device returned in future evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.